Event description:
Law office reported that the pt was injured in health, strength and activity, sustaining severe shock, and injury to the body, all of which said injuries have caused and continue to cause great physical, emotional and nervous pain and suffering, and which injuries plaintiffs are informed and believe, and thereon allege.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.